Manufacturer narrative:
The aware date was originally provided as 20dec19. However, additional information was received on 14jan20 stating the aware date is 17dec19.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex bivona neonatal tts (tight-to-shaft) tracheostomy tube cuff and pilot balloon were not deflating properly. No adverse effects were reported.